Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash under the left therapy electrode that was red in color with broken skin. There was also reportedly a milky color liquid but no evidence of blood. The patient was reportedly only changing the garment once a week, rather than every 1-2 days. The medical outcome of the area is unknown.